Event description:
It was reported that the lead had had positioning/fixation difficulty and had dislodged overnight following implant, possibly causing the patient to experience ventricular tachycardia. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however helix was distorted/bent, apparent explant damage noted, and blood found on helix mechanism; full lead returned and analyzed.